Manufacturer narrative:
Concomitant devices ((B) (6) 2008): precise pro rx stent catalog number p10040xc, lot number 13423803. Approximately 2 months after having a stent placed in the right carotid artery, stenosis was observed on the left common carotid, the contralateral side to the index procedure. Non target pta was performed with an unknown embolic protection device and a 9x40mm and a 10x40mm precise stent were implanted. During the procedure (precise timing was unknown), the patient developed paralysis on the right side of the body and cerebral infarct was confirmed on the ipsilateral side by MRI. Details of treatment were not provided; however, it was reported that the patient recovered. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00229 and 9616099-2010-00230.

Event description:
Approximately 2 months after pta in the right internal carotid artery, non target pta was performed with an unknown embolic protection device, 9x40mm and 10x40mm precise stents on the contralateral side. During the procedure (precise timing was unknown), the patient developed paralysis on the right side of the body. Cerebral infarct was confirmed on the ipsilateral side by MRI. Detail of treatment was not provided; however, it was reported that the patient recovered approximately 10 months later. Pta was initially performed on an 80% occluded lesion in the right internal carotid artery with heavy calcification and no vessel tortuosity. Two of the angioguards delivery (1.603014mc, (B) (4) / 2.703014mc, (B) (4)) and the stent placement (p9040xc, (B) (4)) were successful.